Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up after the implantable cardioverter defibrillator delivered inappropriate high voltage therapy for supraventricular tachycardia. The patient's medication was adjusted. The patient was discharged and was to be monitored as scheduled.